Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the device poorly formed some clips and some clips with crossed legs. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the device poorly formed some clips and some clips with crossed legs as seen in the images attached. The device was not used in patient. To complete the procedure, a new device was used. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photos of a device. The visual inspection of the returned photos noted the first photo depicts what appears to be one partially formed clip, one twisted clip, and one properly formed clip. The second photo depicts what appears to be one unformed clip, two twisted clips, and one properly formed clip. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related condition. If information is provided in the future, a supplemental report will be issued.